Manufacturer narrative:
Investigation/conclusion: the customer's observation was not replicated in-house with retention and return devices. Retention and return devices were tested with 25 miu/ml cutoff hcg urine control and high level of hcg urine controls (201.8 iu/ml, 202.6 iu/ml and 248.6 iu/ml), all results were positive at read time. No false negatives results were obtained. Manufacturing batch record review did not uncover any abnormalities. The root cause could not be determined without patient specimen in-house analysis. Based on the information available, there is no indication of a product deficiency and no corrective action is required at this time. This issue will be subject to tracking and trending.

Manufacturer narrative:
Investigation pending.

Event description:
An email was received from distributer alleging a potential false negative urine on the icon 25 hcg (combo cassette). The patient tested positive, twice, on an over-the-counter home pregnancy test; however, tested negative on the icon 25 hcg (combo cassette). The test was repeated on the same urine sample and the result remained negative. The customer sent the patient's serum sample to an outside private laboratory and the result was positive. There was no reported adverse patient sequela. There was no additional information provided.